Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to blockage in the tubing leading to high blood glucose which was treated with correction via multiple daily injections on (B)(6) 2026.